Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen was dim and hard to read. Patient noticed the dim screen issue about 3-4 weeks ago and the display issue had progressively gotten worst over time. Patient stated that issue was not resolved with battery changes or contrast reset. Patient acknowledged that there was no moisture exposure and no trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.